Event description:
It was reported that technical services (ts) was consulted to review electrogram (egm) strips as there was a concern regarding sensing issues. Upon review ts noted no oversensing. The cardiac resynchronization therapy defibrillator (crt-d) is occasionally noting the atrial pacing spike on the right ventricular (rv) channel. This is being marked but within the cross chamber blanking period. Ts discussed this is normal device function and not leading to any double counting. Ts further observed there are no stored episodes showing the signal outside of the cross chamber blanking period and no sign of oversensing within the stored data. Ts also discussed that there was atrial undersensing which is causing the crt-d to end the atrial tachy response (atr) mode switch. When the atr ends the crt-d within normal bradycardia operation and atrial pacing is occurring due to the events in the post-ventricular atrial refractory period (pvarp) where the sensor driven rate required atrial pacing. Ts also observed this within the atr mode-switch. Ts discussed programming options to mitigate less atr mode switches and less fallback pacing. The crt-d remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.